Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation . Device evaluation found broken bending tube which tore the bending section rubber and caused a major leak. The reported issue of leaking was confirmed. Evaluation findings confirmed the reported failure and in addition, the bending tube was found broken, torn, ruptured metal is sticking out. It is probable that the broken bending tube occurred during cleaning/disinfection process or during the storage of the device. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer has reported that the endoscope is leaking at the distal end, found during an internal inspection, no impact on the examination/ on the patient/ on the user, as the error occurred during pre- or post-processing . Device evaluation found broken bending section, torn ruptured metal is sticking out. This report is being submitted due to the finding of broken bending section, torn ruptured metal is sticking out, identified during device return evaluation .

Manufacturer narrative:
The subject device was received at regional repair center olympus service business center (rrc ). The subject device inspection and evaluation has started and is in progress . The device evaluation final and complete report has not yet been received. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely the event occurred during cleaning/disinfection process or during the storage of the device. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." 2) "do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged." Olympus will continue to monitor field performance for this device.